Manufacturer narrative:
The device was returned, and all results were normal.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the right atrial lead exhibited noise and the patient was experiencing pain at the site of the pacemaker. The lead was capped and replaced on (B)(6) 2025 and the pacemaker was explanted and replaced. The patient was in stable condition.